Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of <1.1 mmol/l which was lower than lab reading of 17.6 mmol/l. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(6). The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of less than 1.1 mmol/l which was lower than lab reading of 17.6 mmol/l. There was no death, serious injury or mistreatment associated with this event.